Event description:
It was reported that 70 months after the implantation the pacing impedance was >3000 ohms with loss of capture. The lead was capped and the ICD was explanted and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed that the pacing impedance trend curve was permanently greater than 3000 ohms and there were no threshold values available in the pacing threshold trend curve, consistent with the description in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.